Manufacturer narrative:
B5: after the second blood tubing also did not flow, they had to manually pull out and inject the entire bag of blood products. H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through two (2) clearlink system y-type blood/solution sets. The customer attempted to give blood products to a patient; however, after they observed no fluid flow through the first set, a second set was used, and the same issue occurred. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.